Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 08/06/2020, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant potassium results of 9 and >9 on a (B)(6) year old male patient with acute respiratory decompensation. Testing was performed when the patient was admitted on (B)(6) 2020. The patient passed away on (B)(6) 2020. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: I-stat, date: (B)(6) 2020, tested: 15:33, potassium: 9.0meq/l, sample: plasma, venous sample, collected in lithium evacuated tube; I-stat, (B)(6) 2020, 15:41, 5.2meq/l, wb, capillary sample, collected in a capillary with lithium heparin; I-stat, (B)(6) 2020, 16:48, >9.0meq/l, wb, capillary sample, collected in a capillary with lithium heparin. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 24-sep-2020. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retain testing met the acceptance criteria found in q04.01.003 rev. Af, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for cg8+ lot w20145.